Event description:
During the delivery of the 1st fraction to a female breast cancer patient, scheduled to be treated with hdr bt delivered by a gammamed plus system, utilizing the mammosite applicator, the patient was treated with a quality assurance-related test plan, and eventually received a dose of only 116 cgy, instead of the anticipated dose of 340 cgy. The plan was developed in brachyvision and transfered to gammamedplus system. This was a first time user who treated with using a qa plan. It appears that the erroneous file/choice must have been selected, for delivery to the mammosite case. This is clearly a human error, and it could have been prevented, if the operators had spent the requisite amount of time needed to perform the additional checks, as instructed. There does not appear to be any inherent software or hardware source responsible for the error/problem encountered in this incident.

Manufacturer narrative:
Nrc website event report number 42620 was noticed by varian employee and investigated. Contact with the user site was limited and they are unwilling to discuss details of the event with varian. No patient treatment data is available beyond section b.5. Information. This report is based on information from third party or developed by varian medical systems. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.